Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is not information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) decision corrected to not reportable. No additional supplemental required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and other upper quadrant sites. It was reported it took patient a long time to charge her ins. Patient stated she hadn¿t been getting a good connection (poor coupling boxes). It was mentioned around the time the poor coupling and longer charging sessions occurred, patient had changed her setting and had tried hd settings. Patient found out she couldn¿t use hd settings because it ran her battery out too quickly. Patient was unable to troubleshoot due to insr screen being frozen. Patient had appointment with healthcare professional on june and december to discuss trying an update battery model. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked the circumstance that led to patient¿s taking long time to charge ins and battery run out too quickly, patient stated it seemed like the charging system and required level of stimulation increased at the same time. It was noted the first device sent out was defective, patient was without stimulation and pain relief for a week which was not acceptable. When these unit go, patient thought of it like an inhaler to an asthmatic, there had to be 24/7 possibly to react, there were manufacturer customer service limitation, fedex limit. It was stated patient would be thrilled to talk to someone about this experience, patient had no idea how much stimulation had improved her life until it wasn¿t there when the replacement didn¿t work, and the despair patient felt was so real. Patient was wondering if she could get the replacement from a representative in her area and a patient advisory board so that she could share her concern about. No further complication and events were reported.